Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump keeps beeping saying, "check for empty tubing and reservoir". The reservoir volume was 13.5ml. They opened and closed the battery compartment. Pump powered back on and said, "remove and reattach cassette". The cassette was firmly in place. The battery compartment opened and closed again. They removed and reattached the cassette, but the alarm returned. They clamped the tubing and removed the cassette. The cassette was locked so they were unable to remove or reattach. The battery compartment had been opened and closed again. The alarm returned. They clamped the tubing and removed the batteries. The event occurred while in use with a patient, and no harm or injury was reported.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.